Manufacturer narrative:
The pacer was received in normal working conditions with battery voltage above eri. Electrical and mechanical analysis performed, indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Related manufacturer reference number: 2017865-2021-30426. Related manufacturer reference number: 2017865-2021-30427. It was reported that the patient presented to the electrophysiology laboratory with discharge from the device pocket. It was also noted that the right ventricular lead was located in the left ventricle, and the right atrial lead exhibited loss of capture due to being fixed into the tricuspid annulus. The physician had not alleged lead malfunction, rather it was believed that the implant physician placed the leads in inappropriate locations. The pulse generator and leads were explanted. The patient was in stable condition.